Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2014, the customer reported based on info received from their sales rep, this pt's lead was capped on (B)(6) 2014 due to high impedance. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 1 year, 3 months.